Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst indicated that sensing integrity counts went up to 72 within five days. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was exhibiting elevated sensing integrity counter (sic) counts over approximately three months. At a device interrogation, troubleshooting was conducted and the patient was asked to perform isometrics. It was reported that the source of the elevated sic remains unknown however the "data did not suggest a lead issue." Reprogramming options were recommended to the physician but refused. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.